Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and a scratched reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during a bolus. The blood glucose reading was 273 mg/dl. The customer reported that he tosses and turns in his sleep and that the alarm occurred early in the morning. The insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.